Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported, approximately four years post implant, a lead fracture was suspected, as there were many problems. Additionally information was received and indicated at time of follow-up, loss of atrial detection and capture (no stimulation) with a good ventricular stimulation with the atrial lead was observed on electrocardiogram. At interrogation, the physician observed noise on the electrogram for the atrial channel, and the noise was reproduced by moving the patient's arm. It was further noted that it was impossible to stimulate the heart with the atrial lead; ventricular lead are working as should. Consequently, the patient underwent a revision procedure: atrial lead excised and replaced. Patient status post revision procedure was noted to be fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; distal and proximal conductors found distorted; the outer insulation was pull apart due to overstress and the lead was stretched; full lead analyzed.

Event description:
It was reported, approximately four years post implant, a lead fracture was suspected, as there were many problems. Additional information was received and indicated at time of follow-up, loss of atrial detection and capture (no stimulation) with a good ventricular stimulation with the atrial lead was observed on electrocardiogram. At interrogation, the physician observed noise on the electrogram for the atrial channel, and the noise was reproduced by moving the patient's arm. It was further noted that it was impossible to stimulate the heart with the atrial lead; ventricular lead are working as should. Consequently, the patient underwent a revision procedure: atrial lead excised and replaced. Patient status post revision procedure was noted to be fine. No patient complications have been reported as a result of this event.